Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) previously exhibited extended charges time that were within the extended limits listed in a product update for this product. It was reported that the device later declared a battery status of elective replacement indicator (eri) and then end of life (eol) due to extended charge times in 2010. The patient had been lost to follow-up for approximately one year. The patient was schedule to undergo a replacement procedure. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this product was explanted and replaced.